Event description:
The user facility reported that during a diagnostic cystoscopy, the user experienced difficulty passing the cystoscope into the pt's bulbous urethra. Following dilation of the site where resistance was encountered, the physician re-attempted to pass the device, and while applying pressure against resistance, the physician described encountering a buckling internally, and bulging at the sides. The cystoscope reportedly could not be removed. The pt was immediately transported to a nearby hospital and admitted for surgical intervention. The cystoscope was successfully removed from the pt by applying tension to both ends of the device by unspecified means while the pt was under sedation. The pt was released from the hospital after an unspecified number of days. The pt is reportedly doing well.

Manufacturer narrative:
The device referenced in this report was returned to olympus for eval. The eval revealed that the insertion tube was bent, and the bending section cover was stretched and buckled. The bending section cover glue was also noted to be peeling. The instrument channel of the device was examined with the use of a borescope and a rigid telescope and found dry reddish residue at the distal end opening, and there were kinks noted in the instrument channel near the distal end. The device was serviced and it was returned to the user facility. As part of the follow-up into this report, an olympus endoscopy support specialist was dispatched to visit the user facility and to reassess the reprocessing practices. Based upon the findings of the investigation, olympus could not conclusively determine the exact cause of the reported event. This report is being submitted as an MDR in an abundance of caution.